Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted.. (B)(4).

Event description:
The patient is pursuing a product liability claim. It was reported, that the patient was implanted an avenir muler stem 1 standard on (B)(6) 2013 on the right side. The patient underwent a revision surgery on (B)(6) 2014 due to due to loosening, pain, infection and shaft fracture.

Manufacturer narrative:
A technical investigation was not possible to be performed, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Trend analysis: no trend identified. Device history records (DHR) review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: patient was implanted with an avenir mueller stem on (B)(6) 2013 and revised on (B)(6), 2014 due to loosening, pain, infection and shaft fracture. Review of received data: - surgical report dated (B)(6) 2013: a (B)(6) female patient had 10 years ago a right femur fracture with posterior dislocation. The patient was treated at the time with osteosynthetic surgery. The patient started to suffer of avascular necrosis into femur head. The pain and the necrosis increased in the years, leading to the necessity of a tha. The surgical report is ¿cut¿ at the level of ¿procedure¿ and cannot be fully reviewed. - medical checkup dated (B)(6) 2013: right incision found to be intact, dry and clean. No erythema or evidence of drainage. No pain, no palpation, no collections or induration, patient walks with minimal limp, good rom. Wound found to be well healed no infection. - medical checkup dated (B)(6) 2014: swollen right hip and burst felt by patient. Drainage from abscess revealed a yellow-brownish fluid. Skin is warm and dry to touch. No signs of septic joints. Lab test did not revealed conspicuousness. X-rays revealed broken screws. - medical checkup dated (B)(6) 2014: the (B)(6) female patient who had acetabula fracture in 1990, in 2013 due to un-healed right hip a tha was necessary. After this surgery, patient had several and frequent drainage and debridement. X-rays performed revealed uncemented tha with radiolucency and loose cup. It will be decided for revision. - legal claim returned which contains long patient history. This is a summary made by attorney and cannot be used as reliable document for the investigation. However, loosening reported is referred to the cup and not to the stem. Despite that, a periprosthetic bone fracture has been reported. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: - the gamma sterilization specification certifies the suitability of sterilization. - the irradiation certificate of the affected lot has been reviewed and was found to be according to specification. Root cause analysis, dfmea: - fracture /damage /loosening of implant due to wrong behavior of the patient; high patient activity; patient disregards limits of the device. => possible: it is not known what led to periprosthetic fracture. Therefore, cannot be excluded. - infection due to failure of sterilization procedure due to supplier process. => not possible: sterilization certificate certify the sterility of the product. - infection due to failure of packaging due to insufficient sterile barrier within the sterility guarantee. => not possible: product implanted within sterile guarantee. Conclusion summary: of all hazardous situation reported, only bone fracture and infection are related to the stem. The gamma sterilization specification of the device certifies the suitability of sterilization. The irradiation certificate of the affected lot has been reviewed and was found to be according to specification. Therefore, it can be excluded that an unsterile device caused the infection. Moreover, no trend on infection has been observed for this product family. Therefore, it is highly unlikely that a disadvantageous product design favored or contributed to the infection. However, the IFU for end prosthesis states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Bone fracture could have been caused by wrong patient behavior, osteolysis, or wrong implantation technique. Unfortunately, neither x-rays, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).